Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one hour post-implant, an issue occurred with the right ventricular (rv) lead. X-ray confirmed the rv lead was dislodged resulting in high threshold measurements. As a result, a revision procedure was performed. The rv lead was repositioned three times, with poor values (unacceptable sensing, impedance measurements or high threshold measurements). On the fourth positioning attempt, the helix required 40 to 50 turns until it was completely extended. As a result, the physician elected to explant the rv lead and implant a new rv lead. It was indicated the physician damaged the lead to avoid re-puncture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed; however, only one segment (8cm from the terminal pin) was returned. Testing was completed on the returned segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. As a result, the clinical observations could not be confirmed.